Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image flickered due to water entered from the damaged connector part and destroyed electrical circuits, and this resulted in communication failure. The cause of the water damage to the connector part could not be identified. As to the connector damage, the phenomenon can be prevented by following the contents found in the instruction manual which states: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; during troubleshooting, there was found to be a bulging cable due to twisted internal wires. A water pressure leak test also failed in the connector during the water tightness check. The investigation is ongoing and follow-up with the user facility is currently being performed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus by the healthcare professional that there were flickering lights/dots when using the hd 3cmos camera head. While the name and type of the procedure was unclear. The procedure was completed. There was no reported delay associated with the procedure performed. There was no report of patient harm or injury associated with the event. The patient¿s overall outcome was good. Extended anesthesia or sedation was not required. The device was inspected prior to use. No other products were used. The device was returned and evaluated, and imaging temporarily disappearing was found.